Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the locking pin was found broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the customer.

Event description:
An olympus representative reported on behalf of the customer that the locking pin was out on telescope "oes elite", 4 mm, 30°, hd, autoclavable. The malfunction was found during maintenance; therefore, no procedure or patient involvement. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive force. Olympus will continue to monitor field performance for this device